Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received an insulin flow blocked alarm. Customer's blood glucose level was 600 mg/dl three days ago. He took a lot of insulin and changed out the infusion set. The customer gave a bolus. There were air bubbles in the line that did not seem to move. The device was not returned.